Event description:
After placing catheter in pt for complete heart block, that the catheter did not pace. Replaced with another catheter and it worked fine. There is no report of pt injury and the catheter is being returned for MFR analysis.